Manufacturer narrative:
Result: cracked footboard and left siderail inner panel.

Event description:
It was reported by service report that the left siderail inner panel was cracked with sharp edges. No pt involvement or adverse consequences were reported.